Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male patient was initially admitted for an acute myocardial infarction. The patient had a lesion in the proximal right coronary artery (rca), mid right coronary artery and distal right coronary artery. The target lesion information for the proximal right coronary artery, mid right coronary artery and distal right coronary artery is the following: vessel diameter was 3mm, the lesion length was 40mm, and the lesion was type b2, de novo. The lesion contour was smooth, readily accessible proximal segment, eccentric. The lesion was pre-dilated with a 3.0 x 50mm balloon at 30 atm's. Then two 2.50 x 33 mm cypher select plus stents and a 2.50 x 18 cypher select plus stent were implanted. Approximately one month after the procedure, the patient experienced angina pectoris. Then approximately two months and 16 days after the procedure, the patient had a staged procedure, percutaneous coronary intervention to the circumflex (non target vessel). Relationship to cordis stent reported as unrelated. Approximately one month after that the patient reported ongoing chest pain. On review of the right coronary artery, restenosis was noted in the 2.5 x 33 mm cypher stent located in the distal rca.